Manufacturer narrative:
H.6. Investigation summary: a mp1000-c china product was not available for investigation; however, the customer indicated the complaint sample was from lot 22045840. The feedback provided by the customer suggests occlusion was detected during use of the maxplus device. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22045840 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxplus component in the past 12 months. H3: see h10.

Event description:
It was reported that the bd maxplus¿ needleless connector was blocked during the infusion. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2023, the patient was given an infusion. After connecting the infusion set with a transparent needle-free connector... The liquid did not flow out. This phenomenon did not occur after a new connector was replaced, and no harm was caused to the patient. Obvious injury, report this adverse event.".